Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility, as they feel no serious injury occurred. This report will be updated when the investigation is complete.

Event description:
Allegedly, the 3.0mm driver was missing from the instrument kit. This forced the surgeon to resort to a 3.5mm, which he felt was less than optimal for his pt.